Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 08-dec-2017, a field service engineer (fse) was dispatched to the customer's facility. Fse observed the probe was bent and changed the probe, ran quality controls (qc) and all results were within acceptable range. Customer called again on the (B)(6) -2017 to report the same issue. On the 12-dec-2017, fse observed one of the adaptors that hold the tubes in place was missing. Fse replaced the adaptor and probe, ran calibration and qc. All passed within acceptable range and fse advised customer to ensure the adaptors are always in place. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 08-nov-2016 through 08-dec-2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, 710 z1-axis error is operation error in z1-axis. Abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The countermeasure is for the customer to inspect z1-axis. Execute smp.reset. The other issue, 706 syringe-l error is generated when operation error in syringe-l. The countermeasure for this error is for the customer to inspect syringe-l. Execute smp.reset. The most probable cause of the reported event was due to bent probe caused by missing adaptor in one of the racks.

Event description:
On (B)(6) 2017, customer reported getting 710 z1-axis error and 706 syringe-l error on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H11. Corrected data. The initial report has f9 approximate age of device as 8 years. The corrected age is 6 years. Also, g5 510k number was k071132. The corrected 510k number is k131580.

Event description:
N/a.